Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years post filter deployment, CT revealed there was an infra renal ivc filter with several the feet projecting outside the lumen of the inferior vena cava without inflammatory changes or hematoma. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into psoas muscle and adjacent to renal tissue. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain; however, the current status of the patient is unknown.